Manufacturer narrative:
(B)(4). Batch #u9364n. Investigation summary: the device was received with no apparent damage. Testing found a short on the device when the jaws are fully closed, resulting in an alert screen "reposition jaws and reactive", this is advising that the instrument is being activated on low impedance (thin) tissue or metal (such as staples, clips, retractors, or clamps), the "replace instrument" alert screen would be displayed after receiving the "reposition and reactivate" alert screen three time. Upon inspection under magnification of the jaw it was noted that one of the upper jaw grasping teeth were bent causing a short on the device the manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. A probable cause of the damage to the jaws could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. Complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, an unknown error occurred frequently from the beginning and became not to function. The blade tip was not broken off and no pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.